Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
The customer reports that when activating the safety button, the needle does not retract and remains stuck. The customer reported that this had happened on another occasion, but they were not sure if it was also with a bd catheter, and in that first case, there was an accident involving the professional being punctured. A nursing technician was injured by a puncture, claiming it was with a bd iag catheter that retracted. According to the ccih, based on the description, it was a bd catheter, however, they claim they are not sure, as they did not have images and product data to confirm. I emphasize that the incident that caused injury to the professional does not exist on the part of the customer, the certainty that the incident involved the bd catheter. Additional information received on september 16, 2025 confirmed today (16/09/2025) that the first event occurred on 07/09/2025, the first formalization of the event by the representative was on 10/09/2025. Additional information received on september 17, 2025 the event involving the incident with the professional on september 7 was not reported, nor was the sample or packaging and batch of the product involved in the incident retrieved. Therefore, no information is available.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.